Manufacturer narrative:
Date sent to the FDA: 12/03/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/18/2020. Additional information: a2, b7.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent right inguinal hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2018 during which the surgeon noted a completely folded, balled up meshoma, which he removed. He also noted that the mesh was densely adherent to the genital branch of the genitofemoral nerve, right ilioinguinal nerve and the iliohypogastric nerve, which required neurectomies of all three nerves. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, numbness, limited mobility, depression and anxiety. The patient had a previous mesh implanted on (B)(6) 2016 which is captured in a separate file. No additional information was provided.